Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligners had caused lots of pain. New aligners were sent but they still had the pain. Their dentist informed them that they had loose teeth and that their roots were loose. The patient stated that byte told them to still go ahead with treatment, then a back tooth chipped off and they were still in pain wearing the aligners.